Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the left ventricle was high. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the lv lead was revised.

Manufacturer narrative:
Continuation of d10: 1388tc lead, implanted: (B)(6) 2000, 1388t lead implanted: (B)(6) 2000. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was an right atrial (ra) lead low impedance warning on the device, however, when interrogated the lead trends showed no out of range impedances. Another right atrial (ra) lead low impedance warning was triggered on the device, but again, when interrogated the lead trends showed no out of range impedances. Additionally, the transmission report noted possible high left ventricular (lv) lead thresholds. The device and lead remains in use. No patient complications have been reported as a result of this event.